Event description:
Per the clinic, the patient experienced poor auditory performance and difficulty understanding speech following device activation, with minimal improvement in speech perception over time. Recent imaging revealed a tip fold-over of the electrode array. As a result, the device was explanted on (b)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.